Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, after thumb advancer deployment/exchange sheath splitting, the clip would not deploy and bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event could not be replicated in a testing environment based on the returned device condition, thus the reported failure to deploy the clip could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the clip reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, the customer returned seventeen (17) sterile, unused devices returned for evaluation with the same part number (14679-01) and lot number (40425k1), as the complaint device. Visual and functional testing was performed on the 17 sterile devices with no anomalies or malfunctions noted. Based on the un-used device testing there is no indication of a product quality deficiency for this lot.